Event description:
It was reported that during hip osteotomy surgery, a small hexagonal screwdriver shaft tip broke inside the screw. Surgeon tried retrieving the broken tip for five minutes but he was unsuccessful and broken tip remained in patient. Patient/status outcome was fine and surgery was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned device shows light use during its 7+ year lifespan. The hex tip of the screwdriver blade is broken off and was not returned. The cause of the complaint condition is unknown, but it is likely that the shaft was subjected to excessive forces possibly due to a torque limiter not being used. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is determined to be suitable for the intended use when employed and maintained as recommended. The cause of the complaint condition is unknown, but it is likely that the shaft was subjected to excessive forces possibly due to a torque limiter not being used, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight reported as (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.